Manufacturer narrative:
(B)(4). Approximate age of device - 3 years, 5 months. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported to the lvad clinician at the implanting center that the patient expired at an outside hospital emergency room. The floor nurse at the outside hospital confirmed that the patient had a blood pressure of 126/82 earlier in the day and was alert and oriented times 3. The patient had not been urinating and a straight catheter was ordered for the patient. The patient was later found in his room non responsive to sternal rub and with labored respirations. CPR was started and 911 called. The patient was pronounced dead on (B)(6) 2017 additional information was requested but was not provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Additional information was requested but not provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.